Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set return line. The specific defect that allowed the leakage was not visible in the photos or video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. An air leak test was performed at 2 bar pressure, and a leak was observed at the level of the set filter screwed connector and the return line. Further inspection showed that the return line was perforated near the screwed connector. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of an oxiris set, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.